Event description:
The surgeon inserted an aa4204vl silicone plate lens and lens tore upon insertion.ther lens was removed without enlarging the incision and no sutures were required.another lens was implanted.there was no patient injury.